Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. The brief description from the account indicated that the right eye (od) was noted as dlk stage 2++ and the left eye (os) as stage 1+. The patient had commented that the od had painful. The surgery center indicated the od pain went away with proparacaine. Oral steroid (medrol dosepak) and topical steroid dosage increase were used to treat the dlk.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.